Event description:
Tech alleged, the caster's stem was turning a little on both brake and steer casters when in brake position. He replaced the brake and steer casters, he also found the rubber was old and cracking, so he replaced the wheels to resolve.